Manufacturer narrative:
(B)(4). At the moment it is unknown if the device involved is available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a spinal procedure for continuous spinal with the epidural catheter, resistance was felt upon insertion of the catheter. End user pulled catheter and needle off at the same time, catheter came out without the tip. Scan showed the catheter may be in the epidural space and the neurosurgeon will not retrieve. Patient is being watched closely for issues. Patient is being watched closely for issues.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation. However, a picture was provided and portrays the defect but it did not depict the cause of the incident. Visual inspection of the picture of the epidural catheter notes that it is indeed broken and therefore confirmed. However, since a sample, item and batch number was not provided, a thorough investigation could not be performed at this time, and the exact root cause of this incident could not be determined. While we are unable to determine the root cause of the reported incident, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.